Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, after inserting the catheter and a guide support catheter, a dissection of the left anterior descending artery occurred. The dissection was stented without further incident and the procedure was completed without optical coherence tomography. The patient was discharged the following day.